Manufacturer narrative:
The incident occurred in (B)(6). Alber is filing this report because the device is also marketed and sold in the u.s.

Event description:
The incident involved a wheelchair equipped with installed e-motion wheels. It was reported that the right e-motion wheel allegedly began moving without user activation while the user was seated at a table. As a result of the movement, the user's right hand became trapped beneath the tabletop, resulting in a large open wound and bruising to the back of the right hand.